Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to update d4, g3, g4 and h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the endoscope sheath exhibited a deformed distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.